Event description:
It was reported the patient wasn't receiving effective stimulation. The patient stated he feels a little stimulation in his left leg and his ribs. Programming by a sjm representative was unable to provide effective stimulation. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.